Event description:
After an implantation period of approx. 47 months, it was reported that the ICD could not be interrogated after inappropriate therapies were delivered. Apart from the shocks, no further adverse patient side effects have been reported. The ICD and the lead were explanted.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The interrogation with a clinical programmer showed the device status eos and 113 registered charge processes. The memory content of the ICD was analyzed. The analysis of the available iegms showed interference signals in the ventricular and in the far-field channel, which led to repeated shock deliveries, matching the clinical observation. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. Further analysis of the shock holter entries revealed that the ICD performed about 100 charge processes on 4 may 2020, within two hours. Due to these rapidly following charge processes, eos was activated. The eos state was removed with a technical programmer, and a subsequent interrogation of the ICD showed the battery status mos2. In a next step, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be inconspicuous. No indications of a device malfunction were found during the analysis. The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. The analysis found multiple signs of abrasion along the lead body. Especially 8 cm distal of the tip electrode, the insulation was found to be frayed. This damage is with high probability the cause of the inappropriate shocks complained about. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Pronounced lead movement should be considered as the cause. Reasons for an increased stress level of the lead in the implanted state are difficult to determine without x-ray images, diagnostic images of any other kind, and more information on the patient. Potential influence factors to be considered are the ingrowth behavior of the lead in the distal area, the individual anatomy, and increased physical activity of the patient, particularly involving the upper body. The manufacturing processes of the ICD and the lead were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. There were no indications of a material defect or manufacturing error.